Manufacturer narrative:
(B)(4). Investigation: signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on this info, it is possible that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day time frame due to an internal processing issue that is currently being evaluated for appropriate corrective actions.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit# (B)(4). The disposable was discarded by the customer, therefore is not available to be returned for eval. This report is being filed due to a device malfunction that has the potential for injury.